Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-17121. The patient reported, he has not charged his scs ipg in over a year due to experiencing scs system side effects which include nausea and fatigue from system stimulation. Multiple reprogramming did not resolve the issues. The patient reported, at this time, he does not want to pursue a course of action to address the issues.

Manufacturer narrative:
Recall: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.